Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Persistent vt was not recorded by the device. Technical services was contacted to reprogram the device to resolve the issue.